Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported issue with sensors calibration error. The customer reported that after removing the sensor, the customer noticed that the electrode was retracted and missing. The customer's blood glucose was 10 mmol/l at the time of the incident. The sensor was not returned for analysis.